Event description:
A baxter technical service representative contacted product surveillance to report a flo-gard infusion pump that malfunctioned during infusion on a patient. The patient was doing home infusion when they noticed the flow was reversed in the pump and that blood was travelling into the source container. It is unknown if there was a nurse involved, or whether the patient was operating the equipment on their own. The pump was removed from the patient and therapy was stopped. The pump was returned to biomed on site who found no apparent issues with the pump. The pump was requested to be sent in for further evaluation. The tsr stated that there was no reports of patient injury, adverse event or medical intervention. Customer contact clarified that the patient was hooked up with a baxter tubing set. The patient saw dripping before falling asleep, and awoke to a noise from the pump. The patient then noticed the PICC line and bag was filled with blood, and stopped the infusion by disconnecting himself. There is no allegation against the tubing set, only that the flogard pump seemed to be flowing in reverse and that it was pulling blood from the patient. The biomed could find no issues with the pump when the nurse picked it up and returned it for evaluation. The tubing was discarded and there is no sample available. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the reported problem of "the flow was reversed in the pump and that blood was travelling into the source container" was confirmed and reproduced during product evaluation. The quality engineer has determined that use/user error is suspected since the customer installed the tubing in the reverse order. No repairs/upgrades performed on this device since the device is a stay in unit. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A labeling review was performed and the labeling was found to be adequate and sufficient. Should additional information become available, a follow-up medwatch will be submitted.